Event description:
On (B)(6) 2012, it was reported that the dcdc code for a vns patient's normal mode diagnostic was 0. The patient reported bothersome stimulation in the neck. He also reported lead protrusion at the surface of the skin at the neck site. The patient stated that he noticed this for the last couple of years; however, it has started to get worse. The patient explained that he would rather have the device disabled than have it delivering therapy because of the bothersome stimulation. The physician's office was contacted on (B)(4) 2012; however, no information was available. Contact information for another physician was provided. Follow up with the additional physician on (B)(6) 2012 revealed that there was no mention of lead protrusion or painful stimulation in the available clinic notes. (B)(6) 2012 clinic notes indicated that the patient was contacted by the physician's office to obtain product information from the patient in order to verify that the patient could have an MRI. The MRI was in response to an increase in seizures. On (B)(6) 2012, an MRI consent form was obtained from the patient. Notes dated (B)(6) 2012 stated that, per the patient, the battery is ending its life. The patient was not interested in replacing the device as he did not believe it had helped much. No diagnostic information was available, and the relationship of the increase in seizures to vns and to pre-vns seizure levels was unknown. No additional information was provided. On (B)(6) 2012, a battery life calculation was performed with results of 6.35 years to eri = yes.

Manufacturer narrative:
Analysis of programming history.